Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the visit and increased pacing threshold was noted. The patient is pacer dependent. Via fluoroscopy, externalized conductors were noted before the distal coil. The lead was capped and replaced.